Manufacturer narrative:
Caster tread split and came off wheels.

Event description:
It was reported by service report that the bed was having caster problems. No pt involvement or adverse consequences are reported.